Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ICD was interrogated but this did not resolve the ble issue. There were no patient consequences reported.